Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp indicator lit up, the examination lamp did not light up and the emergency lamp lit up at the preparation for use. At the inspection for the repair, olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the power unit failure of the subject device which might be caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to an accidental failure of a component of the power supply unit of the subject device. Its component failure of the power supply unit might have made not light the examination lamp and then the emergency lamp lit. If additional information becomes available, this report will be supplemented.